Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Paramedics responded to a person complaining of a sudden onset of low back pain and abdominal discomfort. According to the reporter, they were able to monitor some, but had some inexplicable lead off episodes. Patient's skin was reported to be pale and cool with severe diaphoresis. The reporter said that several attempts to correct the situation resulted in no success and that the device also wouldn't display paddles lead to select and view the patient's ECG. The patient was transported to the hospital but their outcome is unk. The assessment refers to a possible aortic aneurism, and even though they were unable to monitor, it did not contribute to the outcome on this call.